Event description:
The reporter had inquired about the symptoms associated with a catheter dislodgement.

Manufacturer narrative:
Correction made to update (B)(4).

Event description:
It was reported that the patient had been getting his pump 'turned up a little' each week and had not felt a difference for six weeks. The patient was going to have a dye test later on the day of report. It was noted that the patient was 'very sensitive to opiates' and had not felt withdrawal at the time of report. The drugs used in this system were dilaudid and an unknown drug. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).